Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems patient electronic system was received for evaluation. The reported event of exposed wires was confirmed. Visual inspection of the returned material revealed exposed and frayed wires to the power extension cable. No software malfunctions or anomalies were observed. A know working test power extension cable was used in conjunction with the returned power supply to power the unit on successfully. Patient data backup was successful using the returned 3g modem. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient reported exposed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.